Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 5.6 inr and the result from the laboratory "at the same time" was 4.1 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent. No product was received from the customer for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.